Event description:
During normal impaction of the cup, the tip of the impactor broke off in the cup. Surgeon tapped a few times, checked to see if the cup was seated and on the next impact, the tip broke off.